Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet system was found unresponsive at home and transported by ems to the hospital, with ems documenting a glucose of 108 mg/dl and no cgm evidence of preceding hypoglycemia; the event was later described by clinicians as a suspected small seizure not related to glucose control, and the patient was admitted and subsequently discharged, then resumed use of the ilet. Symptoms included loss of consciousness and a suspected seizure. Outcomes included hospital admission for evaluation and monitoring. Investigation included review of available cgm and pump data and clinical follow-up with the caregiver. Investigation of this case revealed no indications of device malfunction, no cgm-detected hypoglycemia, and a non-glycemic etiology suspected by the treating team. It was concluded that the event was not related to glucose control and that the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.